Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products - femur cemented posterior stabilized (ps) standard right size 7, catalog# 42500606202, lot# 63047085. Articular surface fixed bearing posterior stabilized (ps) right 10 mm height, catalog# 42521400710, lot# 62877763. Report source- event occurred in (B)(6). . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure due to loosening. The tibia was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported on 2648920-2017-00233.